Manufacturer narrative:
(B)(4). Correction: the device was manufactured october 15, 2012 ¿ october 16, 2012. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred during filling of the device with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.